Manufacturer narrative:
Our field service engineer (fse) was on site to investigate the issue. It was found out that water entered in the air gas inlet of the ventilator. After cleaning/drying , the ventilator passed all functional and safety tests and returned for clinical use. The most probable source of moisture/water is, the moist air from the hospital's wall gas system. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator's air gas inlet was contaminated with water. There was no patient harm. Manufacturer's ref #: (B)(4).